Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a routine check. Troubleshooting options were discussed and device replacement was recommended. The crt-p was subsequently explanted and replaced. No additional adverse patient effects were reported.